Event description:
Idet spinecath catheter was threaded through the needle and allowed to go anteriorly within the wall of the nucleus pulposus but it would not advance posteriorly to overly the entire posterior wall of the annulus. The catheter was taken out and it was noted that there was a small defect in the plastic portion near the tip exposing the metal portion. A second catheter was taken out of a new kit and advanced under continuous fluoroscopy. Again the catheter could not be advanced past the anterior portion of the annulus. When the catheter was withdrawn from the needle, the catheter core broke off the tip and could not be removed from the nucleus. The needle was withdrawn intact from the patient, and there were no defects noted on the tip of the needle. The spinal needle had no bends or kinks in the needle. Dates of use: 2008 (1hr). Diagnosis or reason for use: lumbar disc herniation.